Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10. Therapy dates: (B)(6) 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2: additional procodes: gfa, gff, hsz. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from chile reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent reduction and osteosynthesis with cannulated screws for a triplanar fracture of the left ankle. During the procedure, it was discovered that the drill bits in question were blunt and would not drill as intended. It was attempted to drill multiple times and the guide wire broke, remaining inside of the patient. Another set of drill bits were requested to complete the procedure, however they were worn and dull as well. The procedure was delayed by approximately 20 minutes because of this event. There was no reported adverse patient impact. No further information is available at this time. This report is for a 3.2mm cannulated drill bit/qc 170mm. This is report 2 of 4 for (B)(4).